Event description:
Surgeon used normal technique to prepare implant space. Provided trials were used to size the space. Distraction was used. Surgeon had device approximately 2/3 inserted, using small mallet to impact, when the device broke. All pieces were removed, delay in surgery reported to be less than 5 minutes. Another device of the same size was implanted without incident or injury to patient. In reporter's opinion, the device may have been improperly threaded onto the inserter.

Manufacturer narrative:
The cause of the breakage could not be definitively determined but, it is believed that excessive force or loads applied to the device during the insertion led to the breakage, with user technique contributing to the excessive loading. The package insert contains a warning that the device could break during insertion and that excessive loads may result in breakage.